Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 7052hp washer and found one of the tri-clamp fittings became loose and detached from the recirculation pipe causing the sump pump to leak out on the floor. The technician secured and tightened the hardware. The technician tested the unit and confirmed to be operating to specification and returned to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 7052hp washer leaked water in the area surrounding the unit. No report of injury or procedure delay.